Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was alarming and customer was unable to press act or esc on insulin pump to clear the alarm. Customer¿s blood glucose was unknown. Customer stated that time advances during the reported issue. Insulin pump will not be returned for analysis.